Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that on multiple occasions the customer experienced blood glucose (bg) as high as 900 mg/dl and as low as approximately 20 mg/dl. Reportedly, an ambulance was called during these occasions, however, the customer declined to provide additional event information and declined troubleshooting. Reportedly the customer reverted to manual injections for insulin therapy.